Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime anomaly. The insulin pump passed the displacement test. The insulin pump had cracked battery tube threads, a cracked reservoir tube and cracked case at the display window corner.

Event description:
It was reported that the customer was hospitalized with blood glucose levels over 450 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.